Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. It was reported that the patient experienced right ventricular (rv) failure requiring right ventricular assist device (manufacturer report number 3003306248-2020-00070) placement and open chest, further complicated by bacteremia, bleeding, absent flow across pulmonary vascular (pv) requiring re-op for pulmonary vascular resistance (pvr). The device operate as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported events (infection, bleeding, right heart failure, patient condition, and death) could not be conclusively determined through this investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists infection, right heart failure, death, and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as potential late postimplant complications that may be associated with the use of the heartmate 3 left ventricular assist system. This section contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Additionally, this section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ care instructions regarding preventing infection are provided in various sections of this document. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.